Event description:
The customer reported that the insulin pump had a motor error alarm and a motor position encoder error alarm. The customer did not recall any significant events leading up to the error alarms. Blood glucose level at the time of the incident was 470 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump has a constant a35 alarm during rewind due to motor encoder signal out of phase. Unable to perform displacement test or verify motor error alarm due to a35 alarm during rewind. Unable to confirm e70 alarm in alarm history screen due to a35 alarm during rewind. The insulin pump was received with minor scratched display window and scratched reservoir tube window.